Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the reload was connected to the manual stapling handle. The surgeon tried to clamp the thick tissue, however, the clamp force was weak and could not clamp the tissue properly. Replaced by a new handle and the firing was completed. There was no patient harm.

Manufacturer narrative:
Based on review of the file, this report is updated from a malfunction to a not reportable event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.